Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of incident is unknown. The alarm would not clear despite 15 different battery changes. The caller did not recall any significant events leading to the button error alarm. The insulin pump was not returned for analysis.